Event description:
The customer reported that a pad site burn occurred during an ablation procedure using a stockert generator. The pad had been placed on the patient's left flank. The injury was described as a minor 1" reddened area with a blister in the center. It was treated with topical ointment. The patient was discharged as expected the next day.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.